Event description:
Reporter alleges the pt complains of soreness in right breast for several years and she heard a "pop" on that side during a mammogram. Reporter also alleges the pt complains of firmness, arthralgias/myalgias, fatigue, headaches, neurocognitive problems, dry mucous membranes, rashes, hair loss, "etc.", grade iii contractures of the right are greater than the left with some thickening in left upper outer quadrant, positive left rupture, marked histiocytic changes and focal atypical ductal hyperplasia. Reporter also alleges gastrointestinal disturbance, sleep problems, hot flashes, visual changes, memory problems, dizzy spells, sensitivity to sun/chemicals, costochondritis, weight gain, easy bruising and dyspareunia.